Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1620c124e sn (B)(4), expiration date: 2018-10-03, UDI # 0(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with pain. The CT revealed that the right endurant iliac limb was occluded. The physician elected to perform a femoral-femoral bypass. The event was resolved and the blood flow was restored. The physician stated that he cause of the event was related to the patient's anatomy of narrow distal aorta. No additional clinical sequelae were reported and the patient is fine.